Event description:
On (B)(6) 2014 the physician reported that there was no correlation between the increase in seizures and the vns. The only intervention taken was to add vimpat medication. It was not known what the relationship of the increase in seizure frequency was to pre-vns baseline levels. It was also unknown if any causal or contributory programming changes, medication changes, or other external factors precede the onset of the increase in seizures. The patient¿s mother had reported that the frequency of seizures had increased since three months prior.

Manufacturer narrative:
Date of event; corrected data: additional information was received that changes the date that was originally reported on initial report.

Event description:
On (B)(6), 2014 it was reported that the patient is having an increase in seizures and the patient¿s mother attributes it to the vns battery being low or at end of service. It was reported that the patient has not had the vns checked for over a year. Good faith attempts for further information have been unsuccessful to date.